Event description:
It was reported that during a patient examination, the patient table moved downward without user actuation. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.